Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product returned. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manuf acturing issue. The device remains implanted. (B)(4)

Event description:
Medtronic received information that 20 days following the implant of this transcatheter bioprosthetic valve atrio-ventricular (av) block was noted and a permanent pacemaker was placed. No other adverse patient effects were reported.

Manufacturer narrative:
This event was reviewed on (B)(4) 2018 and it was noted that the incorrect timeframe had been provided. The permanent pacemaker was implanted on (B)(6) 2015, approximately three months after the valve implant. The clinical patient ID has been added to this event in the pt identifier field. If information is provided in the future, a supplemental report will be issued.